Event description:
A customer reported to the MFR that during an emergency generator power test at the facility, a bipap vision shut down and alarmed. A pt who was using the device required manual ventilation when the event occurred. The bipap vision was reportedly connected to a red safety receptacle (connected to the emergency generator circuit) during the event. The generator test was administered, and the bipap vision shut down and alarmed. The pt's oxygen saturation decreased and the pt was manually ventilated. The device was powered on and the pt was placed back on the device without further incident.

Manufacturer narrative:
The device is not returning to the MFR for eval. The device was tested by the facility's biomedical engineering dept and was found to operate properly. A request for the return of the bipap vision was not honored as the device had been placed back into pt use. In the event of a loss of ac power, the bipap vision does not have an internal or external backup dc power source. When ac power is lost, the device will shut down and alarm (as reported). If the device's power switch is in the "on" position when ac power is lost, the device will resume operating at the set therapy level if ac power is restored within 10 seconds. If a loss of ac power, power exceeds 10 seconds, the device will not resume operating at the set therapy level, but will continue to audibly alarm. The MFR concludes that the device operated to spec when a loss of power occurred. The device audibly alarmed to alert the caregiver of an event. No further action is required.